Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. Technical support explained that this issue could occur due to large variances in the measured pressures used for calculations and advised that the fill estimate would adjust once the insulin amount equaled the static number. The customer continued to use pump for insulin therapy.